Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the single port force bipolar instrument was found with the joint and tip connection area separated. There was no report of any fragments falling inside the patient, and a backup instrument of the same kind was used to complete the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that the tip did not detach from the joint outside the coverage of the sp sheath, and no fragment fell inside the patient's anatomy during previous use; however, it is unknown if any piece or material was missing. The procedure was completed using a backup instrument of the same type, with no known impact or patient consequence reported.

Manufacturer narrative:
The sp force bipolar instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken proximal clevis at the weld of the clevis. There was no material missing. As a result of the break the clevis separated from the snake wrist. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
Refer to h11 for follow-up information.